Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 3 years back, the patient underwent minimal invasive transforaminal lumbar interbody fusion (mis-tlif) at l5-s1. Cage (from velofix vendor), screws and rods were implanted in the patient during this surgery. On an unknown date, a year and 4 months post-op, the patient presented with non-union. Reportedly, the patient started to hear noises (clicks) in his back and the patient had a lot of pain in his back. Reportedly, there was fusion at only one side; and likely, the cage was small due to which there was a little gap between vertebrae. Hence, the patient underwent an anterior lumbar interbody fusion (alif) to replace the cage implanted in the previous surgery. In this surgery, the cage was replaced with a newer and a bigger one, in which more amount of bone material was placed. The patient started to feel better after alif, but there was still pain in the patient's back. The patient still heard click noises in his back. So, a year later, another surgery was performed, in which removal of screws and rods was performed. It was found that the area where the patient was experiencing pain, was the same place at which the screw broke. The broken screw could not be removed from the patient during this surgery.